Event description:
Complainant alleged that the ICU staff was attempting to defibrillate a female pt (age unk) with cardiac problems. The staff charged the device to 200 joules, and attempted to discharge the device by pressing the red discharge buttons, but the device delayed discharge by at least 10 seconds. The staff checked to see if the device's settings were correct, and all appeared to be correct. The device eventually discharged. The staff then attempted a second defibrillation to the pt at 300 joules. The device charged, but again took approx ten seconds to discharge. There were no more defibrillations required for the pt. There was no adverse effect on the pt as a result of the alleged malfunction.

Manufacturer narrative:
The initial and follow-up reports incorrectly reported the catalog number of the suspect med device as pf1400. This report is updating section "d6" to correctly report the device catalog number as: pd1400.